Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) malfunction alarm mode. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During a review of the device history at the user facility, a s321 malfunction alarm code was noted. No add'l info was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.